Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Hclinical study. It was reported that 370 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated was located in the right coronary artery (rca). The physician placed a 3.0x16mm express study stent in the target lesion. The patient received aspirin, clopidogrel, beta blockers, and an ace inhibitor. The patient was discharged 2 days later. At 370 days after the index procedure, the patient came back for his 13 month angiography follow up. The angiography demonstrated index study stent (express) is 80% restenosed. Patient had revascularization with safecut balloon without stent implantation. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is definitely related.